Manufacturer narrative:
A ge svc rep performed an on site investigation. The communication pcb was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2600 system workstation control panel intermittently beep and the system would not save the images. No pt injury was reported.